Event description:
Caller reported that their pump screen was dark and would not turn on, indicating a malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.